Event description:
As reported by the patient¿s attorney, a vesica sling was implanted.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device reported as implanted on an unknown date in 2002.